Event description:
During a routine shift check by a sales representative the device displayed "pacer fault 115" and "pacer disabled" messages. There was no pt involvement in the reported malfunction.